Event description:
It was reported that during the implant procedure of a corresponding left ventricular (lv) lead with a guide catheter, during attempt to slit the guide catheter there was a strong sense of discomfort in the guide catheter during the slitting, so the slitting was cancelled. The guide catheter and lv lead were removed. Although, the lv lead was removed, the lv lead placement was completed using the a different guide catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.